Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2020-00253. All investigation activities will be captured under report 1416980-2020-00253. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured between may 04, 2019 and may 06, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three 500ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered before patient use. There was no patient involvement. No additional information is available.